Event description:
The customer reported that the 840 ventilator had an intermittent loss of communication errors. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien reference number: (B)(4). Customer reported to have replaced the graphical user interface (gui) to breath delivery (bd) cable and the alleged malfunction persists, customer requested on site service. The covidien customer support engineer (cse) inspected the device and reset all the connections, upgraded the software to the current revision and performed all the calibrations, the extended-self-test (est), the short self-test (sst) and the device operated within the manufacturing specifications.